Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help.

Event description:
It was reported the patient had pain over the implant and electrode sites while eating. The pain had been occurring for a week, but not every meal. It hurt to eat a normal sized meal and they could hardly eat. The pain felt like a zapping or shocking. The implant site was tender. No falls or traumas were associated with the issue. The stimulator had been changing measurements on its own and could be related to the nearby military base. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).